Manufacturer narrative:
The hospital was contacted to obtain additional information and advised that there were no malfunctions of the da vinci s surgical system which occurred during this procedure. The hospital has continued to use the system to perform surgery on patients. Additionally, the surgeon involved in this event is considered an experienced user who has performed many successful procedures prior to this event. Despite several attempts, the site has decided to not provide any additional information related to this event. As of 2009, no similar instances of this event have been reported to isi.

Event description:
It was reported that during a da vinci s renal procedure, the console surgeon inadvertently perforated one of the patient's arteries resulting in blood loss beyond the point of revival. Reportedly, the patient's demise was unrelated to the da vinci s surgical system.